Manufacturer narrative:
The pump was returned to animas for eval. The pt continued to use the pump for one year with no reported events and subsequently returned the pump for a cosmetic defect. Eval revealed cosmetic damage to the external painted surface of the pump housing consistent with the patient's report, but demonstrated that the pump was operating within required specifications and delivery accuracy. The pt administered excess insulin by priming the pump while attached to the infusion set. The pump user guide instructs users to disconnect from the infusion set prior to priming it. Additionally, the pump notifies the user to disconnect from the infusion set three times during the rewind/prime sequence.

Event description:
The pt received emergency room treatment for hypoglycemia one year ago. The pt reported that she inadvertently administered excess insulin by priming the pump while attached to the infusion set.